Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. The unit was making a strange noise and the stim control was unresponsive. The cable was replaced. The top housing was also replaced due to a broken standoff inside the unit. The missing spare fuse and clip were replaced. The unit was then tested and met manufacturing specifications.

Event description:
It was reported that 2.0 interface was not making the proper sounds when on the nerve. There was no patient impact and the device was switched out.